Event description:
The customer reported via phone call that she had a high blood glucose but not hospitalized. Customer's blood glucose was 200 mg/dl. The customer stated that she is experiencing a symptoms of nausea. Customer was treated with manual bolus on the insulin pump. After the troubleshooting was done, the customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received for high pressure test.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.